Event description:
General report received of an unspecified number of undocumented incidents of pts receiving more medication than intended. The devices were programmed to deliver unspecified concentrations of chemotherapies. No specific programming parameters were provided. The customer contact reported that the nurses noted that the chemotherapy containers were empty and the devices were alarming for air in line; however, the devices displayed volumes between 10-20ml left to be delivered. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. This report represents all the info known by the rptr upon query by hospira personnel.